Event description:
Patient presented to the physician with swelling, pain to the touch, and an infection at the ipg site. Physician prescribed antibiotics and brought the patient into the or and removed the ipg and sensing lead. Patient presented back to the physician 2 days later with continued swelling and tenderness at the neck incision. Physician brought the patient into the or and removed the stimulation lead.